Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device subassembly- vacuum line.

Manufacturer narrative:
The investigation could not determine a specific root cause. A clear distinction of the performed actions vs. Root cause analysis was not possible. Based on the reported results, an effect of the preanalytics cannot clearly be excluded. The character of the results is typical for problems with mis-sampling. These effects are caused by poor sample quality. Pre-analytical factors can influence patient test results. An instrument malfunction was not detected.

Event description:
The customer had a problem with ion selective electrode (ise) stability. The customer had a good calibration and qc, then calibration 4 hours later,calibration would fail and qc for sodium (na) and chloride (cl) would be out of range. The issue began the evening of (B)(6) 2013 and continued over night, into (B)(6) 2013. The customer received questionable results for 46 patients over this time frame. Of those 46, three samples had erroneous results for na and one sample had erroneous results for cl. All results are in mmol/l. Patient (B)(6) had an initial cl result of 91. The sample was repeated on a cobas 6000 c501. The repeat result was 101. Patient (B)(6) had an initial na result of 134. The sample was repeated on a cobas 6000 c501. The repeat result was 141. Patient (B)(6) had an initial na result of 128. The sample was repeated on a cobas 6000 c501. The repeat result was 134. Patient (B)(6) had an initial na result of 133. The sample was repeated on a cobas 6000 c501. The repeat result was 141. The initial results for all five patients were reported outside of the laboratory. The customer deemed the repeat results to be the correct results for the samples and issued corrected reports. There was no adverse event. The lot of na and cl electrode in use were not provided. The field service representative suspected a clog. The customer had changed a probe. The field service representative back flushed the tubing, corrected a hole in the vacuum line, replaced a section of cells, and performed a cell blank. He also performed an ise check. The customer performed calibration and qc several times; which were ok.